Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection did not find any damage related to the failure mode. Observing the returned product confirmed the connector had detached from the tube and connector had some visible cracks which appeared to have been caused by pinching with a rigid object. Functional testing was performed by placing the connector into the mandrel and connector block provided which retained the connector while tube was fitted. The connector could be assembled firmly to the tube and was not easily disconnected. Instructions for use states the following: "when cutting the tube to length, do not cut close to the joint between the inflation line and the main body of the tracheal tube as blockage or leakage of the inflation system may occur. Do not use lubricants to assist the insertion of the 15 mm connector into the tracheal tube as disconnection may occur."

Manufacturer narrative:
Additional manufacturer narrative: smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that during use the clinician found the slip joint connector detached from the tube. No adverse health outcome resulted.